Event description:
Pt was revised to address infection. Doi: (B)(6) 2007 - dor: (B)(6) 2010. Update: (B)(6) 2011 - litigation papers received.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address infection. Doi: (B)(6) 2007 - dor: (B)(6) 2010. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Infection after this length of time implanted is not likely to involve a device or device processing error. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd (B)(6) 2013 - ppd and medical records received. After review of the medical records confirmed a chronic infection. The femoral implant and sleeve that were implanted on (B)(6) 2009 ((B)(4)) are being changed to non-contributing as the medical records indicated this is a chronic infection. All implants were removed and prostalac was placed. The patient was reimplanted on (B)(6) 2010. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.